Event description:
It was reported that the customer experienced a low blood glucose (bg) level of greater that 50 mg/dl (specific value not provided). Reportedly, the cause was customer was not consuming carbohydrates consistently prior to bed. The customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.